Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display noted during our testing however, the insulin pump received with corroded battery tube. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the pump rejected the first tow batteries and immediately accepted the third battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.